Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing kinked/bent on (B)(6) 2024 and this leads to occlusion. The blood glucose level was 359 mg/dl at the time of event, and it was treated with manual injections. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2245274. The batch 6006180, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6006180 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 23-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.